Event description:
It was reported that the health care professional (hcp) for review of device data for this patient with a implantable cardioverter defibrillator (ICD) system as she was questioning why there was a vp-mt marker. It was noted that this patient has known right atrial (ra) lead noise. Technical services (ts) noted the vp-mt was due to tracking of ra noise at the max tracking rate which was being oversensed resulting in stored atrial tachy response (atr) episodes. It was suspected the noise was thought to be environmental however, ts discussed that the source is unlikely to be due environmental. Ts recommended programming and troubleshooting options. Additionally, the patient has true atrial fibrillation (af). At this time, the ICD system remains in service. No adverse patient effects were reported.